Manufacturer narrative:
Additional information received from the customer indicated that the occlusion issue had been resolved. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge and infusion set multiple times. A system check was performed using the current supplies on the pump and the occlusion was found to be within the cartridge. The customer was to change the cartridge. The customer's blood glucose level was 410 mg/dl and a bolus was to be delivered to address the bg level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.